Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. The motor passed motor test. No motor error alarm was noted. The pump was received with battery cap damage due to stripped coin slot. The pump was received with scratched lcd window, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 560 mg/dl. The customer stated that he woke up and tried to bolus when the motor error occurred. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that they were able to rewind the pump. The customer was assisted with performing the self-test. The customer stated that the self-test passed. The customer was advised to change out the entire infusion set. The customer was advised to monitor the pump.